Manufacturer narrative:
MFR ref # (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "door jammed" alarms were confirmed through the event history log review. The cause was undetermined. If any add'l info is received a f/u will be sent. The door latch hook was replaced.

Event description:
During the eval of a returned spectrum infusion pump, 3 occurrences of "door jammed" alarms were identified in the event history log. Any pt involvement, injury or medical intervention is unk since these items were found during eval of the device. No add'l info is available.